Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was noted to be positioned 0 millimeters (mm) from the non-coronary cusp (ncc) at 80% deployment. With the valve in this position, complete heart block (chb) occurred. Subsequently, the position of the valve was adjusted and fully deployed at final implant position of 3 mm. It was then noted that paravalvular leak (pvl) was present, so a post-implant balloon aortic valvuloplasty (bav) was completed. The patient's chb then subsided and their intrinsic rhythm returned. However, as the procedure was nearing completion, the patient's chb returned. Subsequently, a temporary pacing catheter was placed via the patient's neck. The patient was then placed under observation for several days.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012988826); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Annex a code. Corrected data: d. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2025-08-26; use by date: 2027-08-26; implant date: n/a; FDA site ID: 9612164. H6. The codes present in section h6. (Annex b code) correspond to multiple components/products that comprise this reported event. Additional codes. Annex f code was erroneously omitted from the initial medwatch. Annex g code was added related to the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was noted to be positioned 0 millimeters (mm) from the non-coronary cusp (ncc) at 80% deployment. With the valve in this position, complete heart block (chb) occurred. Subsequently, the position of the valve was adjusted and fully deployed at final implant position of 3 mm. It was then noted that paravalvular leak (pvl) was present, so a post-implant balloon aortic valvuloplasty (bav) was completed. The patient's chb then subsided and their intrinsic rhythm returned. However, as the procedure was nearing completion, the patient's chb returned. Subsequently, a temporary pacing catheter was placed via the patient's neck. The patient was then placed under observation for several days. Additional information was received that after full release, the severity of pvl was moderate. Following the post-implant bav, the pvl improved to mild. Following the implant procedure, the patient was monitored for several days and their intrinsic rhythm returned; therefore, a pacemaker was not implanted.